Event description:
It was reported by a customer complaint that the pt was hospitalized due to diabetic ketoacidosis on 2 occasions. It was reported that the pt has a pump with a crack in the case and a button has fallen off, the pt's dr has requested a replacement pump. No further info was reported.